Event description:
It was reported that, "during the final reduction, the surgeon felt that the baseplate (20mm) was thicker than the trial baseplate (20mm). Therefore, he implanted a 16mm insert instead of it."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.